Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a no delivery alarm. The customer was unable to prime during the infusion set change due to the alarm. The customer's blood glucose was 415 mg/dl. The customer stated that he would treat himself with a bolus. The customer stated that the alarm was resolved by a reservoir change. Troubleshooting could not be performed because the issue was a past event. Advised that replacement reservoirs would be sent. Nothing further reported.